Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post device implant procedure; prior to discharge, it was noted that the right atrial lead had dislodged into the right ventricle. The lead was successfully repositioned. The patient was in stable condition.